Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the liquid crystal display (lcd) lens was broken, the ring cover was broken, the two side bail covers were missing, the ring and two side bails were missing. It was also noted that the upper and lower cases were contaminated, the battery release, lead flex cover and battery drawer was contaminated, the battery contacts were compressed, the liquid crystal display (lcd) was out of specification and the battery flex was contaminated.

Event description:
It was reported the device was dropped. It was also reported the display was cracked and the buttons maybe damaged. The device was returned for service. There was no patient involvement.